Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was reproducible with manual testing. Lead insulation break suspected. The lead was capped and replaced.